Event description:
During insertion of left groin permanent dialysis catheter, neither the insertion tunneler nor the catheter could be advanced down the sleeve. Several attempts were made to insert the tunneler and the catheter, all of which failed. On removal of the sleeve it was found to be ruptured. MFR#: 2518902-2004-00066.